Event description:
It was reported to philips that the c-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during a diagnostic procedure. The procedure was completed as planned by moving the patient to another room. It was reported to philips that the c-arm geometry movement was not working. Upon troubleshooting, the philips field service engineer (fse) went onsite and found that the cause of the problem was a defective tube bodyguard sensor cover due to fluid contamination. The fse found that the bodyguard sensor assembly is exposed in the field during exams and fluid inside the cover made its way into the sensors, causing the issue. To resolve the issue, the fse replaced the tube sensor and cover and performed calibration. The defective part was sent for analysis, for tube cover and sensor no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.